Manufacturer narrative:
Concomitant medical products: 7122-65 lead, implanted: (B)(6) 2017; 459888 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) experienced an electrical reset due to a software glitch. The device was re-interrogated for diagnostic testing and remains in use. No patient complications have been reported as a result of this event.